Event description:
It was reported that when an asymptomatic patient presented in hospital for dialysis, post-paced t-wave oversensing was observed on a real-time egm. Device was reprogrammed and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.